Event description:
Potential for injury associated with an irc5po2 concentrator having low purity and shutting down. It is unknown if the unit alarmed prior to shutdown to alert the user to switch to an alternate source of oxygen and to seek repairs. This is not a life support/sustaining device.